Event description:
It was reported that the unspecified bd¿ pen needle the needle (partially) blocked. The following information was provided by the initial reporter: " needle (partially) blocked needle bent ".

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ pen needle the needle (partially) blocked the following information was provided by the initial reporter: " needle (partially) blocked needle bent. "

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 05-may-2023. Investigation summary: two open pen needle samples were returned from an unknown lot. No., cat. No. Unknown. Visual examination was carried out on the returned samples and a bent non patient end of cannula was observed on both samples. Due to the condition the samples were returned no clog test could be carried out. No DHR review can be carried out as lot number is unknown. As the samples returned were open it is not possible to determine root cause.